Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 5.4, lab: 8.5; date: the same day, inratio: 1.7, lab: 8.5; date: the same day, inratio: 3.0, lab: 8.5; caller alleges imprecision with inratio. Results as follows: first test inr = 5.4. Second test inr = 1.7. Third test inr = 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 5.4, lab: 8.5, mean 7.0, confidence limits: cannot be determined; date: the same day, inratio: 1.7, lab: 8.5, mean: 5.1, confidence limits: cannot be determined; date: the same day, inratio: 3.0, lab: 8.5, mean: 5.8, confidence limits: cannot be determined; per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be calculated for all 3 data sets. The 1st data set is considered accurate based on "area outside the acceptance region" table but the 2nd and 3rd data set are considered inaccurate. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Inratio precision data provided by end-user lot: ni first test inr = 5.4. Second test inr = 1.7. Third test inr = 3.0; mean 3.3; sd = 1.7; %cv = 52.5%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Test strip lot# was not provided, therefore further testing cannot be performed.